Manufacturer narrative:
H6: fdd code has been added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim vital machine was not picking up when the nerve was being manipulated/stimulated during a thyroidectomy. The prass probe was being used to stimulate the nerve and the machine was not signaling when nerve was present, or would signal when the surgeon was nowhere near where the nerve should be. The older version of this machine was then utilized, but the surgeon believes the nerve still may have been cut during the surgery and opted not to do the other side during the procedure.

Manufacturer narrative:
Medical safety has assessed the event. This event and its severity are known and labeled per pra (B)(4) and instructions for use m987224a001 e which states the following: 1. The nim vital¿ system does not prevent the surgical severing of nerves. If monitoring is compromised, the surgical practitioner must rely on alternate methods, or surgical skills, experience, and anatomical knowledge to prevent damage to nerves. ¿ false negative responses, failure to identify nerve, a condition where probe is on nerve but you do not get an emg tone may result from: a. Shorted emg electrode or cabling (conductive parts of applied needle electrodes or cables contacting each other). B. Flatline on the emg channel caused by shorted internal amplifier (characterized by baseline activity of <(><<)> 3 ¿v peak- to-peak). C. Emg electrodes not positioned properly in the target muscles. Medwatch MDR report# mw5152299. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.